Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of pelvic pain female, blurred vision, cholecystectomy, anemia, dysmenorrhea, dyspareunia, obesity, irritable bowel syndrome, hemorrhoids, migraine (patient here for ha diagnosis 9 years ago with migraines was put on vioxx in the past for this, but hasn't taken as 4months ago ha resumed +flashers/floaters ba eyes, only noted before onset of ha ha can be frontal or occipital taking excedrin migraine currently pm ha working somewhat--takes edge off ha ha 8-10/mo ha worse before menses), shellfish allergy (tongue swelling), live birth, parity 4 and multi gravida. Previously administered products included: micronor and vitamin d [vitamin d nos]. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 1953 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy, bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2010 and the estimated date of delivery was on (B)(6) 2011. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: the device was noted to be in good position with 2 trailing coils on the rightside. The opposite tubal ostium was treated in a similar fashion with 2 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.209 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of pelvic pain female, blurred vision, cholecystectomy, anemia, dysmenorrhea, dyspareunia, obesity, irritable bowel syndrome, hemorrhoids, migraine (patient here for ha diagnosis 9 years ago with migraines was put on vioxx in the past for this, but hasn't taken as 4months ago ha resumed flashers/floaters ba eyes, only noted before onset of ha ha can be frontal or occipital taking excedrin migraine currently pm ha working somewhat takes edge off ha ha 8-10/mo. Ha worse before menses), shellfish allergy (tongue swelling), live birth, parity 4 and multi gravida. Previously administered products included: micronor and vitamin d [vitamin d nos]. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 1953 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (laparoscopic-"assisted" total vaginal hysterectomy, "bilateral salpingectomy".). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2010 and the estimated date of delivery was on (B)(6) 2011. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: the device was noted to be in good position with 2 trailing coils on the "right side". The opposite tubal ostium was treated in a similar fashion with 2 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.209 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.